Event description:
It was reported that when cleaning the catheter with nacl, the product left yellow color behind on the cloth. No pt complications were reported.

Manufacturer narrative:
It is stated in directions for use that wiping heparin-coated catheters before insertion may cause removal of the heparin-coating. The device has not been returned for evaluation.